Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported following a pump replacement in (B)(6) 2008, the patient "didn¿t have a very good experience" and was brought back into the hospital with unspecified symptoms after the replacement. They thought they found a hole in the catheter at that time and it was replaced. The medication in the pump was unknown. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.